Event description:
It was reported that patient underwent an expansion procedure on (B)(6) 2011. Subsequent radiographs taken revealed that the 2cm spacer has backed out and the component has loosened. A revision procedure is scheduled to take place on (B)(6) 2011. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Date of event - revision procedure has not taken place yet. It was reported that the revision procedure is scheduled for (B)(6) 2011. Date explanted - revision procedure has not been performed to date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00906 / 00907). (B)(4).